Manufacturer narrative:
G5:510(k)#: k102985. B4:(B)(6) 2021. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the front bezel needed to be replaced to return the device to working condition. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The power switch overlay (red) led indicator was tested and no failures were identified. Upon further investigation, this event does not meet reportability requirement as it occurred during testing, was not being setup for use and there was no delay in therapy.

Event description:
It was reported to philips that the device had an alarm led error that could not be silenced. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.